Event description:
It was reported that during an unk procedure the device was not cutting. The site used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.